Event description:
62-yr-old female post breast augmentation (date unknown) who on 5/13/94 underwent removal of bilateral silicone implants and replacement with saline filled implants bilaterally. Both implants were found to be ruptured.